Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The patient presented with chronic thromboembolic pulmonary hypertension. The chronic target lesion was located in the severely thrombosed pulmonary artery (pa). A 3mm x 20mm x 144cm coyote es balloon catheter was advanced but had difficulty crossing the lesion. The device was then delivered with a back up support balloon catheter. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.